Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: in uterus') in a 51-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included ovarian surgery, rotator cuff tear, shoulder osteoarthritis, fracture of clavicle, bone marrow hypocellular, synovial disorder, fibrosis nos, hypertension, syncope vasovagal, abdominoplasty, back surgery, cardiac ablation, cardiac electrophysiology nos, cholecystectomy, colonoscopy, ovarian cystectomy, dysrhythmias, neuropathy, headache, gerd, oophorectomy right, back pain and pain in hip. Previously administered products included for an unreported indication: pills from 1995 to 1998. Concurrent conditions included pressure in vagina, muscle strain, chronic pain, ankylosing spondylitis, cervical spinal stenosis, pelvic pain female, pelvic discomfort, cervix inflammation, adenomyosis and adhesion. Concomitant products included trazodone since (B)(6)2018. On (B)(6)2002, the patient had essure (ess205) inserted. In 2014, the patient was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"), 14 years 10 months after insertion of essure (ess205). In 2017, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: no diagnosis"). On (B)(6)2018, the patient experienced uterine prolapse ("reproductive system disorder or condition, type of disorder or condition: uterine prolapse"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device expulsion outcome was unknown and the uterine prolapse, fatigue, gastrointestinal disorder, vaginal discharge and weight increased had not resolved. The reporter considered device expulsion, fatigue, gastrointestinal disorder, uterine prolapse, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus and cervix (hysterectomy): cervix with mild chronic inflammation. Endometrium with a weakly preoperative pattern; myometrium with adenomyosis; serosa with benign fibrovasular adhesion separate fragments of benign squamous mucosa; no atypia or neoplasm identified. Gross-other. The left cornu region of the fallopian tube shows a coiled wire measuring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received. Outcome of the events were updated to not recovered from unknown: uterine prolapse, fatigue, gastrointestinal disorder, vaginal discharge and weight gain. Onset date of the events were added: weight gain, gastrointestinal or digestive system condition type: no diagnosis and vaginal discharge. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: in uterus') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included ovarian surgery, rotator cuff tear, shoulder osteoarthritis, fracture of clavicle, bone marrow hypocellular, synovial disorder, fibrosis nos, hypertension, syncope vasovagal, abdominoplasty, back surgery, cardiac ablation, cardiac electrophysiology nos, cholecystectomy, colonoscopy, ovarian cystectomy, dysrhythmias, neuropathy, headache, gerd, oophorectomy right, back pain and pain in hip. Previously administered products included for an unreported indication: pills from 1995 to 1998. Concurrent conditions included pressure in vagina, muscle strain, chronic pain, ankylosing spondylitis, cervical spinal stenosis, pelvic pain female, pelvic discomfort, cervix inflammation, adenomyosis and adhesion. On (B)(6) 2002, the patient had essure (ess205) inserted. On (B)(6) 2018, the patient experienced uterine prolapse ("reproductive system disorder or condition, type of disorder or condition: uterine prolapse"), 16 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: no diagnosis") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, uterine prolapse, fatigue, gastrointestinal disorder, vaginal discharge and weight increased outcome was unknown. The reporter considered device expulsion, fatigue, gastrointestinal disorder, uterine prolapse, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: uterus and cervix (hysterectomy): cervix with mild chronic inflammation. Endometrium with a weakly preoperative pattern; myometrium with adenomyosis; serosa with benign fibrovascular adhesion. Separate fragments of benign squamous mucosa; no atypia or neoplasm identified. Gross-other. The left cornu region of the fallopian tube shows a coiled wire measuring. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Case becomes an incident. Injury event was removed. New events added: malposition of essure device location of device: in uterus, reproductive system disorder or condition type of disorder or condition: uterine prolapse, fatigue, gastrointestinal or digestive system condition type: no diagnosis, vaginal discharge, weight gain, patient did not underwent essure confirmation test. Medical history,concomitant conditions were added. Reporters were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.